Event description:
A complaint was received on the behalf of a diabetic. The customer stated that when they use excel off brand reagent the meter is "stuck" in the memory mode. The only results that can be generated are f-11 and 141 mg/dl. This situation could be serious to a diabetic that adjusts insulin. While on the phone a review of the system operation was attempted. The customer did not have the requisite supplies to continue the testing. These are being supplied. It was explained to the customer that bayer does not provide or support the use of an off brand reagent.